Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 350cc saline breast prostheses when the right breast prosthesis deflated after implantation. In addition, the patient developed mild ptosis in both breasts due to a large skin envelope in relation to the breast implants. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 425cc saline breast prostheses on (B)(6) 2019. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) of lot number 6486120 was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Red material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection the device appears intact. No other anomalies were discovered. Since this product investigation is related only to an adverse event, is not possible to address any failure or damage of the device to a patient injury. There is no evidence that the issue is related with manufacturing. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).